Event description:
It was reported that a shaft break occurred. Vascular access was obtained with an ipsilateral anterograde approach. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified below the knee artery. A 235cm non-bsc guide wire was positioned across the lesion. A micro catheter was advanced, but was unable to cross the lesion. A 1.2mmx15mmx142cm emerge¿ balloon catheter was then selected and advanced. However, the distal tip of this device came into contact with a calcified area therefore the device was attempted to cross "with vibration". During this attempt, the resistance disappeared, but the angiogram revealed the marker didn't move. The device was removed from the patient and it was noted that the shaft was detached at about 20cm from the distal tip of the balloon. The physician was not able to grasp the detached fragment with a snare. A distal puncture was performed and the physician attempted to push the device proximal with a non bsc balloon, but it would not advance. On the same day, the patient underwent cardio surgery and the detached part was then removed from the patient¿s body. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote fc balloon catheter in three (3) pieces with an unidentified guidewire. There was blood in the inflation lumen and on the outside of the device. The balloon was loosely folded. Microscopic examination revealed that the proximal and distal ends of the balloon were bunched up. Microscopic examination revealed that the distal tip was damaged. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The corewire and shaft were separated in two locations. The proximal portion was detached 118cm from the strain relief and the distal portion was detached 19.5cm from the distal tip. There was a 4.5cm section that was detached between the proximal and distal portions. The separated ends had pulled and jagged material. The inner shaft was buckled under the proximal and distal ends of the balloon. Microscopic examination and tactile inspection presented no damage or irregularities to the hypotube. Microscopic examination presented no damage or irregularities with the bi-component weld bonds. The total length measurement of the three (3) sections were measured and were meeting specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained with an ipsilateral anterograde approach. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified below the knee artery. A 235cm non-bsc guide wire was positioned across the lesion. A micro catheter was advanced, but was unable to cross the lesion. A 1.2mmx15mmx142cm emerge¿ balloon catheter was then selected and advanced. However, the distal tip of this device came into contact with a calcified area; therefore, the device was attempted to cross "with vibration." During this attempt, the resistance disappeared, but the angiogram revealed the marker didn't move. The device was removed from the patient and it was noted that the shaft was detached at about 20cm from the distal tip of the balloon. The physician was not able to grasp the detached fragment with a snare. A distal puncture was performed and the physician attempted to push the device proximal with a non bsc balloon, but it would not advance. On the same day, the patient underwent cardiosurgery and the detached part was then removed from the patient's body. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).